Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found there was a failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use the subject device had a cut in the cable insulation. The customer provided the procedure was unknown. The procedure was completed using the same set of equipment. No patient harm was reported by the customer.